Manufacturer narrative:
Event occurred in a foreign country.

Event description:
Reporter stated, that patient obtained a blood glucose result of 214 mg/dl on the aviva system. Reporter did not indicate if patient took any action based on this value. Approximately 30 minutes later, patient reportedly experienced hypoglycemia. Reporter indicated that patient's blood glucose measured 20 mg/dl on a hospital device. No information about treatment received was provided. The manufacturer requested the return of the suspect product for evaluation.